Manufacturer narrative:
Corrected fields- h6 codes (investigation types, findings, conclusion), updated fields- b4, g3, g6, h2, h11. A getinge field service engineer (fse) found the equipment was out of warranty and the customer refused the manufacturer's repair.

Event description:
N/a

Manufacturer narrative:
Due character limit e1. Event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use cs300 intra aortic balloon pump(iabp), negative pressure was too low and waveform line was intermittent there was no harm or injury reported.